Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) nurse reported that the liberty cycler was alarming for m65 scale reading error during a patient¿s fill 1/8. The pd stated that the patient treatment was cancelled with this cycler and the patient is using another cycler from the hospital. The patient was reportedly hospitalized; however, no further information has been made available at this time.

Manufacturer narrative:
Additional information: device evaluation: the cycler was returned to the manufacturer for evaluation. A visual inspection of the exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in the cassette area that may have punctured a cassette membrane. The device was subjected to a simulated treatment test and completed without any failures. There were no fluid leaks in the test cassette. The valve actuation test and system air leak test passed without any problems. The load cell verification was within tolerance. An internal inspection of the cycler found visual evidence of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid could not be determined. The mushroom head check passed, and the glucose test had negative results. An investigation of the device history (DHR) records was conducted by the manufacturer. There were no issues found during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control testing met all requirements. The investigation into the cause of the reported incident was not able to be confirmed. An evaluation of the returned device could not identify any malfunctions that would cause or contribute to the reported patient hospitalization.